Event description:
It was reported that a homechoice device experienced an unspecified alarm. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2240 was identified during a review of the event history log. A sample evaluation was performed with simulated use testing, visual inspection, service history review, and functional testing with no issues noted. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.